Event description:
Pt reported the soft components of the up button on the infusion device are missing. The up/down button is defective. Pt reported the infusion device "programmed by itself the bolus." Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.